Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient history/concomitant medications/concomitant procedures? Product code and lot number? Were there any intra-operative complications during initial surgery in 2016? Surgical findings of mesh removal of vaginal and urethral component in (B)(6) 2019?. Indication and surgical findings of further surgery of rectus fascial sling and removal of suprapubic component of tvt in (B)(6) 2019? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Adverse event regarding pain, erosion in 2018 and revision surgery in (B)(6) 2019 was submitted via medwatch report 2210968-2020-00103.

Event description:
It was reported that the patient underwent a sling procedure in 2016 and the mesh was implanted. The patient developed pain in 2018 and cystoscopy showed urethral mesh erosion. In (B)(6) 2019, vaginal and urethral component of the mesh was removed. Further surgery of rectus fascial sling and removal of suprapubic component of mesh was done on (B)(6) 2019. Additional information has been requested.